Event description:
During a laparoscopic gastric bypass procedure, with the first device, during the 4th firing, the device only partially fired/cut. With the second decive, during the 4th firing on the stomach, device only partial cut with no staples. Case completed with another device of the same product code. No patient consequence.